Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had their device removed and replaced with another device from another company because the device was not working for them. Patient mentioned that they always had to increase the stimulation because it wasn't working for them and somehow the wires inside them are moving. Patient mentioned that their healthcare provider (hcp) said that the wires are too deep and tried to fix it but finally had the device removed and replaced with a different device from a different company. When asked for the event date, patient said it was not in the beginning but later around after 3 months the device was not working for them and later on they have to increase it a little bit more. Patient wanted to know what to do with their programmer and communicator. Agent reviewed information with the patient and redirected patient to healthcare provider. Agent warm transferred patient to device registration to update information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tuz5); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.